Event description:
It was reported that catheter issue occurred. The 90% stenosed target lesion was located in the right coronary artery. After a guizeilla guide extension catheter was inserted, an opticross imaging catheter was advanced for intravascular ultrasound examination of the target lesion. However, during the procedure, it was noted that the opticross was wound with the guidezilla. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition following procedure was stable. It was further reported that during the procedure, the opticross got entangled together with the stent struts at the distal end of the stent and could not be removed. A guidezilla was used to provide more support to the stent strut so as to move the opticross, but it did not work. The guidezilla was removed first, and then a balloon was used to perform repeated dilation, and finally the whole system was removed together.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter phone: (B)(6).

Event description:
It was reported that catheter issue occurred. The 90% stenosed target lesion was located in the right coronary artery. After a guizeilla guide extension catheter was inserted, an opticross imaging catheter was advanced for intravascular ultrasound examination of the target lesion. However, during the procedure, it was noted that the opticross was wound with the guidezilla. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition following procedure was stable. It was further reported that during the procedure, the opticross got entangled together with the stent struts at the distal end of the stent and could not be removed. A guidezilla was used to provide more support to the stent strut so as to move the opticross, but it did not work. The guidezilla was removed first, and then a balloon was used to perform repeated dilation, and finally the whole system was removed together.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter phone: (B)(6). Device evaluated by manufacturer. The device was returned for analysis. Visual inspection observed kinks in the sheath and telescope assembly. Microscopic inspection revealed that the guidewire exit port was found partially torn.

Event description:
It was reported that catheter issue occurred. The 90% stenosed target lesion was located in the right coronary artery. After a guizeilla guide extension catheter was inserted, an opticross imaging catheter was advanced for intravascular ultrasound examination of the target lesion. However, during the procedure, it was noted that the opticross was wound with the guidezilla. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition following procedure was stable.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).